Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the threaded part of the driving cap is broken off below the last thread flank. The fragment of the threaded part is still stuck in the also received insertion handle and cannot be removed. Moreover, the driving cap is in a very used condition with numerous hammer marks on top of the head as well as at the bottom side of the mechanical stop, below the hexagon. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the damage at the last thread flank and as the fragment cannot be removed from the insertion handle. Drawing/specification review: manufacturing documents: drawing reviewed for comparison with the manufacturing documents. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification of 423 - 468 hv10 per drawing se_380067_k. Inspection sheet m8 thread of this lot pass all inspection steps during manufacturing without any deviations. Surgical technique: the expert lfn surgical technique . Summary: the complaint is confirmed as the driving cap is broken as reported. However, based on the findings above no fault could be found in material or during the production. This failure is typically consistent with inadequate handling of the device in combination with excessive force application. The numerous hammer marks at the bottom side of the mechanical stop, below the hexagon gives us an indication that the device was used during removal which is not the indented use of the driving cap for insertion handle. The surgical technique described to use extraction screw, for tibial and femoral nails 03.010.000 for the removal of the nail. During the investigation, no manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot product code: 03.010.523 , lot number: 9663907 , manufacturing site: bettlach, release to warehouse date: 05. Feb. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an expert lateral femoral nail (lfn) implantation procedure on an unknown date, the threaded driving cap broke without mishandling. Same surgical instruments were used to complete the procedure. No surgical delay, no adverse patient consequences were reported. Procedure was completed successfully. Concomitant device reported: radiolucent insertion handle (part # 03.010.486, lot # l025165, quantity 1); unknown guide/ aiming arm ( part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).